Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had a sensor anomaly. Blood glucose value was 54 mg/dl at the time of the incident. The customer declined to troubleshoot for a low blood glucose. Troubleshooting was performed and the device will be replaced and returned.